Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and found saline damage and replaced the backplane to coiled cord cable, coiled cord cable, and the pneumatics interface board. The fse performed a complete preventive maintenance (pm) with full checkout and returned the iabp to the customer cleared for clinical use. (B)(6).

Event description:
The customer reported that there was a saline spill on the cardiosave intra-aortic balloon pump (iabp). The circumstances of the event are unknown, however, no adverse event has been reported.